Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer experienced high as well as low blood glucose level. The customer's blood glucose level was 426 mg/dl at the time of the incident and the other reported blood glucose levels were 90 mg/dl, 383 mg/dl, 333 mg/dl, 313 mg/dl and 289 mg/dl. The customer experienced vomiting and sweating as a symptom of high blood glucose level. The customer treated high blood glucose level by bolus of 10 units. The customer's wife declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.